Manufacturer narrative:
Weight: unknown, ethinicity:unknown, race: unknown. Claim# (B)(4).

Event description:
A youtube content creator shared his experience after implantation with implantable collamer lenses. 2 months after implantation, he stated that he was experiencing glares and double vision, and brimonidine was prescribed which solved the issue. 2 months later in another video, the creator stopped using the eye drops, but still experiences glares. In both videos, he acknowledges that he has oversize pupils are not perfectly fitted to the lens. He stated that he is happy with the procedure. Lens remains implanted.